Manufacturer narrative:
Upon further review, all information from regulatory report 2649622-2020-00883 should have been system reported here. All information from that report and additional information received are being submitted here. Any additional information will be sent in a supplemental of this report. Product ID 3889-28 ,lot# va1muxt, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms due to a lead fracture from flipping in the pocket. The patient was unable to provide any clear information about what may have led to the issue, and they were unable to answer what diagnostics or troubleshooting had been performed. An intervention was required to replace the lead. The healthcare provider (hcp) attempted to remove fractured lead but in the attempt to bring it back to midline, the lead broke and the hcp was unable to find the end. Additional information was received from a health care professional via a manufacturer representative. It was reported that the physician felt that the lead fracture was due to the device flipping in the pocket, from a pocket that was too big. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1muxt, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lead fracture due from flipping in the pocket and had a return of symptoms. An intervention was required to replace the lead. The healthcare provider (hcp) attempted to remove fractured lead but in the attempt to bring it back to midline, the lead broke and the hcp was unable to find the end. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.